Manufacturer narrative:
Customer has not provided the lot number and/or returned product for evaluation. If a specific lot number information is available and/or product is returned at later date, the investigation will be re-opened. Based on the information provided the root cause could not be conducted and this complaint could not be confirmed

Event description:
It was reported that the bupivacaine contained in the portex® spinal anesthesia tray was ineffective. The sensory block was there throughout the case, but the motor block only lasted for one hour. No patient death or serious injury was reported in connection with this incident.